Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that as the doctor attempted to insert the screw into the bone, the lower part of the screw was broken. The patient was unharmed and there was no surgical delay. This is report 1 of 1 for complaint (B)(4).